Manufacturer narrative:
Concomitant medical devices: product ID: 3058, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had degradation of the micturition state following a fall, with a return of urinary incontinence. Radiography was performed on (B)(6) 2015. Reprogramming was performed (B)(6) 2015. The event was ongoing and another visit was planned on (B)(6) 2015. The patient was alive with injury. The investigator assessed the event as not linked to the procedure, or the system, but was related to the electrode. Relevant medical history includes idiopathic functional urinary incontinence since 2008. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the event was linked to the electrode and the stimulation. Reprogramming was performed on (B)(6) 2015; (B)(6) 2016. The event resolved on (B)(6) 2015. Any additional information will be reported under manufacturing report #3007566237-2016-02270.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient complained about intermittent unpleasant electric discharge sensation after reprogramming on (B)(6) 2015. The patient's programming was 1+, 2-, and 0.8 volts. The patient's device was turned off on (B)(6) 2015. On (B)(6) 2015, the patient complained about vaginal pain. The patient's programming was 2 -, 1 +, 1 ma, 25 hz, and 210 ms. No diagnostics or troubleshooting was performed. The patient's device was turned off on (B)(6) 2015. No surgical intervention had occurred or was planned. The investigator assessed the event as not serious and related to programming.